Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that a right hip replacement was performed on (B)(6) 2017. Rep reported that immediately post-op x-rays indicated procedure was completed successfully. On a follow-up x-ray, the liner appeared to be canted and the patient had to be revised on (B)(6) 2017. Patient was revised to the same components as had been explanted.